Manufacturer narrative:
Vyaire complaint #: (B)(4). A vyaire field service representative (fsr) went onsite to evaluate the device. The fsr tested the device but was unable to duplicate the customer's reported issue. The device operated to manufacturer specifications without fault.

Event description:
The customer reported that their vela ventilator is not cycling properly. The customer did not provide any information regarding patient involvement, it is currently unknown.